Event description:
It was reported that during a neurovascular procedure, when the operator insert the subject guidewire into the introducer sheath, the coating on the guidewire peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no resistance when the guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter when the guidewire was inserted, and the introducer was used when inserting the guidewire. While there are a number of potential causes for the reported issue of "guidewire ptfe coating peeling", because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint. The device is not available to the manufacturer.